Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device information: expiration date - 07/31/2015. Manufacturer date: 01/22/2015. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction codes and lot number, failure mode and effects analysis (fmea), and health hazard evaluation (hhe). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from march 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis for the product code of ''load not recalled" was reviewed from march 2014 through february 2015 and no significant trend was observed. Trending analysis by lot number was reviewed from 01/22/2015 to 03/26/2015 and no significant trend was observed. The fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. The hhe was reviewed for the risk of using instruments from a load with a positive biological indicator (bi) result which leaves a potential risk of the load not being successfully sterilized, thus could potentially transfer pathogens to patients. Each sterilization cycle is also monitored with physical parameters and chemical indicators. For the general population, the body¿s defense mechanisms make the chance for any organisms to establish into the body and cause infection to be relatively rare, especially factoring in the frequent use of prophylactic antibiotics prior to surgery. If a patient were to become infected, medical intervention would be required to resolve the infection. It is unlikely for an infection to occur; however, should it occur it could be significant for patients at greater risk. The product malfunction code of "load not recalled" was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since the code is used for medwatch reporting purposes. The single cyclesure® 24 bi was returned for visual inspection. The chemical indicator disc was gold in color which indicates exposure to hydrogen peroxide. There was no media remaining in the crushed vial. No manufacturing related anomalies observed. Thirty-two (32) retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains. It is unlikely the suspected positive bi was caused by a performance issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found no significant trend in this lot. Sterrad® performance is also unlikely as the cycle passed and the chemical indicator disk changed correctly. Additionally, the subsequent processed bis were negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). A customer letter has been sent addressing the ¿load not recalled¿ issue. The issue will continue to be tracked and trended.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The bi was incubated for 24 hours. After sterilization the chemical indicator (ci) changed color correctly. The previous and subsequent bi results were negative. The load included 4 camera heads. The load was released and used on a patient(s) before the results were confirmed. There was no infection, injury or harm associated with the issue. This event is reportable to the FDA since the load was released and used on a patient(s) before the cyclesure 24 biological indicator (bi) results were confirmed.